Event description:
Related manufacturer reference number: 2017865-2025-17861. Related manufacturer reference number: 2017865-2025-17862. It was reported a patient presented with an infection and the implantable cardioverter defibrillator (ICD) had erosion. The system was explanted in a procedure on (B)(6) 2025. Post-procedure there were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.